Event description:
It was reported that the right ventricular (rv) lead had low r waves. The pace/sense and distal coils were capped and the high voltage coil remains in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.